Manufacturer narrative:
Block b3: exact date unknown, event occurred end of july 2023.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the patient.